Event description:
An IV nurse reported a pt's PICC line clotted with a posiflow access device attached to the extension set provided with the PICC line catheter. As a result of the clotting, the pt's PICC line was replaced. No other intervention was required. The nurse stated the pt's PICC had been in place less than 24 hrs and had been flushed at least every 12 hrs but likely more often as the pt was on antibiotics requiring flushing before and after each infusion. They further commented they flush PICC lines with 3cc of normal saline.